Event description:
It was reported via repair work order that the there was no power on the bed due to auxilliary circuit breaker was tripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.